Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04a8q, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but was working with the healthcare provider or manufacturer representative. The patient appointment was scheduled for (B)(6) 2014.

Event description:
It was reported that a patient¿s symptoms returned four months prior to the report. The patient had a urinary tract infection and her healthcare professional (hcp) put her on antibiotics. She finished the antibiotic, got a horrible allergic reaction to the antibiotic, and had to stop taking it. Her symptoms came back and she had a loss of therapeutic effect. The patient needed her therapy settings adjusted. She had an appointment with her hcp scheduled for the following day. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.